Event description:
It was reported that the patient suffered a contracture on the left knee. The event was treated via manipulation under anesthesia.

Manufacturer narrative:
The devices, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The devices were manufactured in 2015, 2016 and 2017. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the risk management file and instructions for use document for this failure mode was conducted and concluded this failure mode has been identified. Our clinical/medical team noted: it was reported that a clinical study patient experienced a moderately severe left knee contracture (ae#1) approximately 5½ weeks post left tka. Per crfs, an mua was performed approximately 8 weeks post implantation. Per the provided crfs, the contracture was possibly related to the device and/or surgery. No further clinically relevant medical documentation was provided; therefore, a thorough medical investigation could not be performed. Although the root cause could not be concluded, adhesions and/or limited rom are known potential complications s/p tka. The patient impact beyond the reported contracture and subsequent mua could not be determined, as the patient status was reportedly ¿unknown¿. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. A definite root cause could not be determined. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened.